Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box history revealed evidence of multiple pump reboots: on (B)(4) 2014 at 20:15; deliveries never resumed, the pump was manually suspended on (B)(4) 2014 at 12:24 and manually resumed at 15:00, the pump was manually suspended on (B)(4) 2014 at 09:26 and manually resumed at 11:35. The total daily doses added up correctly and the reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be delivering with required specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced blood glucose (bg) values of 400 mg/dl with lethargy, mood swings, polyuria and extreme drowsiness and 40 mg/dl with shakiness and sweating associated with an inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting of the event was unable to be completed to rule out a possible pump malfunction related to the event. This complaint is being reported because the patient allegedly experienced bg excursions related to an alleged inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.